Manufacturer narrative:
A05, a1102: localizer error d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(6), ubd: unknown, UDI#: (B)(4) g2: this event occurred in canada, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the local representative (fse) kept getting an ¿error with the localizer¿ and it did not pick up the reference frame or tools. It was noted that patient presence was unknown, as well as that there was no patient involvement.

Manufacturer narrative:
H3: the camera (product: 9735821r, lot: p917141) was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) had nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility that took up to 24 hours until recovery. The psu failed an accuracy test (aak) at 0.184mm with a passing threshold of 0.250mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: previously reported concomitant product: 9735670, serial number: (B)(6), was inadvertently reported and not relevant to the complaint. See below for the correct concomitant product relevant to the complaint. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the event occurred intra-operatively with a patient present. The procedure was a craniotomy for tumor resection. There was little delay as the issue was sporadic, approximately 1 minute collectively of time lost. Navigation was not aborted and the procedure was able to be completed. The event did not have any impact on the outcome.

Manufacturer narrative:
H2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was intermittent and not possible to replicate. The positioner sensor and system control unit were checked in the network device interface (ndi) toolbox and everything was within specification. There was no bump detected. When checking the ndi logs, there was indication of firmware incompatibility detected that occurred multiple times that would get restored with a reboot of the system. The camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.